Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call stuck in the rewind loop. Customer was trying to program their new insulin pump with the proper settings when they were stuck in the rewind sequence.